Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was alerted for undefined high impedance on the right ventricular (rv) lead. A polarity switch was also noted. It was also reported that an atrial lead position check failure was noted on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.